Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, b4, g2, g3, h2, h6. The following section was corrected: b5, e1, h1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Further information regarding the event indicated that 1 patient underwent a manipulation under anesthesia due to limited range of motion. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown femoral component. Unknown tibial component. G2: c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that 2 patients experienced stiffness post operatively and underwent a manipulation under anesthesia. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2. Upon further review of the reported event, it was identified that this device was reported under the incorrect manufacturing location. Subsequently, this report should be considered void, and the event will be reported under the MFR # (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.